Manufacturer narrative:
(B)(4): output power dropping. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (date performed unknown). According to the complainant, the power level repeatedly dropped from 40w to 2w during the procedure, and the issue was isolated to the device's "cut" mode. The generator was being used to perform a sphincterotomy, but it is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found many areas of discoloration, as well as some minor scratches present on the cover. All knobs and switches appeared to function properly. During electrical evaluation it was found that the monopolar output was at the low end of specification, but the unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint that "power drops to 2w when set at 40w in the monopolar mode." The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (date performed unknown). According to the complainant, the power level repeatedly dropped from 40w to 2w during the procedure, and the issue was isolated to the device's "cut" mode. The generator was being used to perform a sphincterotomy, but it is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event.